Manufacturer narrative:
Follow up #1 submitted: 08/23/2013.device evaluation: review of the black box data revealed unusual call service alarms on the date of the reported failure. No power on reset was observed before the call service alarms. On testing, the pump powered on normally with audio alarm and vibratory function intact. The display screen was properly illuminated without discoloration or defect. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination. Investigation confirmed the complaint in the pump history; however, the complaint was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The patient stated she received low battery alarm and changed the batteries because they are low. The patient stated, she changed to two different batteries from two different packs and display will not come on and the screen is black; pump will vibrate but no display. The patient stated that she is using lithium batteries and does not have an alternate battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.